Event description:
It was reported that the touchscreen became unresponsive when attempting to unlock the pump. Reportedly, after the customer presses "2" it does not advance to button "3". There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.